Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer = black. Case type = ngp. Customer returned pump for an alleged critical pump error (open book image) alarm and pump error 35 alarm found on 9/21/2022. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware utilizing crest and the trace, history, and comlink3 files using thus. A review of the downloaded history files reveals on 9/21/2022 at 22:15 a pump error 35 alarm was triggered which caused the critical pump error (open book image) alarm. The pump was cut open to perform visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, motor, force sensor, force sensor flex tail, and on the inside of the battery tube. The force sensor zero offset is out of specification (-454.1 mv). Critical pump error (open book image) alarm and pump error 35 alarm are due to moisture damage on the force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, serial number label faded, end cap address label stained, pillowing keypad overlay, and battery compartment cracked at the corner of the belt clip rails. Critical pump error (open book image) alarm and pump error 35 alarm are confirmed due to moisture damage on the force sensor. The force sensor zero offset is out of specification (-454.1 mv). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to occupation has been updated and provided in e3 section and g2 section also updated of this report.

Event description:
The device was returned for analysis.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a history pointers failed and the history pointers are corrupted pump error alarm. Customer was unable to successfully clear the alarm. Customer stated that insulin pump had stopped working and basically shut down. Customer stated that insulin pump had a frozen display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. However, pump error 53 alarm, pump error 63 and pump error 49 alarm found in the formatted history file due to software error and loose connectors, cold/poor solder joint.